Manufacturer narrative:
Evaluation results: user/device interface -the force applied to advance the device most likely resulted in the hypotube detachment. Inherent risk of procedure-failure to deliver the stent. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent.

Manufacturer narrative:
Evaluation results: failure to follow instructions-force used which has most likely contributed to the detachment. Patient¿s condition affected effectiveness of device-severe calcification, moderate tortuosity most likely prevented the device from advancing inside the vessel. The attempts to advance the device have most likely damaged the shaft resulting in the detachment during removal. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-severe calcification, moderate tortuosity most likely prevented the device from advancing inside the vessel. The attempts to advance the device have most likely damaged the shaft resulting in the detachment during removal. Unable to confirm complaint - device or procedural images not provided for review. Failure to follow instructions-force used which has most likely contributed to the detachment. (B)(4).

Event description:
Evaluation summary: a number of struts on the 9th and 10th proximal stent segment were slightly raised and misaligned. The hypotube had detached 20.2cm distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. The hypotube was kinked 1.5cm and 6.1cm proximal to the detachment site and 2.3cm distal to the detachment site .

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in a highly calcified, tortuous distal rca. No abnormality was noted during device preparation. The lesion was pre-dilated with a cutting balloon. As an attempt with force was made to deliver the resolute integrity it was noted that the resolute integrity would not cross the bend after the proximal lesion. As the device was withdrawn the hypo tube became detached. The technician believes hypo tube separated in the tuohy. No patient side effects noted. Another non-medtronic stent was inserted and successfully crossed the distal lesion. A second stent was placed in the proximal lesion.